Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2021-09-22 investigation summary bd received twenty-nine (29) samples and two (2) videos for investigation. The videos were reviewed and the indicated failure mode for decapping with the incident lot was observed. The videos show one bd serum tube appearing to have a loose cap after re-capping. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for decapping with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping based on the provided videos. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA #3741863 has been initiated for further investigation of serum stopper creep out complaints.

Event description:
It was reported that 100 bd vacutainer® serum blood collection tubes had a stopper creep out. The following information was provided by the initial reporter: "during recapping, the cap will move up slowly and become uncap. "

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 videos were provided for investigation. The videos were reviewed and the indicated failure mode for decapping with the incident lot was observed. The videos show one bd serum tube appearing to have a loose cap after re-capping. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of decapping. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions. CAPA 1875009. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 100 bd vacutainer® serum blood collection tubes had a stopper creep out. The following information was provided by the initial reporter: "during recapping, the cap will move up slowly and become uncap. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® serum blood collection tubes had a stopper creep out. The following information was provided by the initial reporter: "during recapping, the cap will move up slowly and become uncap. "